Event description:
It was reported that the customer had low blood glucose of 68 mg/dl. Caller stated that the seal has come loose and it is coming out of the bottom of the insulin pump and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked end cap, scratched display window and cracked display window corner. Drive support drive was inspected and no anomaly was noted.